Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that a battery from hospital stock is causing battery switching. This has the potential to cause death or serious injury. Power switching from one battery has the potential to lead to simultaneous loss of power to both controller ports (double disconnect) resulting in pump stop which has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death. No consequence to patient. No additional information available.

Manufacturer narrative:
One battery (bat202245) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event (power switching) could not be verified at the bench testing level nor via controller log file analysis since the log files were not available.  The device passed visual examination but failed functional testing due to a high max error reading. The max error is an indicator of how well the battery's relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition.  This finding is not related to the reported event. The reported event could not be duplicated during the analysis of the unit or confirmed, as log files were not available for analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.